Event description:
It was reported that the threads of the inserter connector broke off into the end cap while inserting the end cap. Patient outcome: satisfactory.

Manufacturer narrative:
The device was manufactured by a supplier. The test results found that the device was manufactured with a similar but incorrect material.